Event description:
It was reported that the patient had lost a tremendous amount of weight and that the implantable neurostimulator (ins) was loose in the pocket so that the patient was having trouble recharging. The spacers did not help and the patient was trying adhesive discs. No outcomes or interventions were reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).